Event description:
It was reported to boston scientific corporation that the physician believes that the mesh may have been implanted too tightly.

Event description:
It was reported to boston scientific corporation that the patient was successfully implanted with an uphold vaginal support system during an anterior vaginal repair procedure on an unknown date. Post-procedure, the patient is still experiencing dyspareunia, which she already had prior to the implantation. It is unknown whether the continuation of the pain is related to the uphold mesh, but a procedure is planned to cut the mesh in the middle to "relieve the tightening" (specifics unknown). The patient, who is over 18 years of age, was prescribed estrogen cream. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date. (B)(6).